Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. The customer is not a simplant customer, which means the implant was not placed with a guide made by dentsply sirona.

Event description:
It was reported that a patient experienced a surgical issue where the implant did not have stability at full depth and the implant placement was aborted and the bone was packed.